Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery in order to debride excess skin overgrowth at the implant site (date not reported).